Event description:
It was reported that the insulin pump alarmed compromised force sensor system. No further information provided.

Manufacturer narrative:
Compromised force sensor system alarm during prime/ compromised force sensor system test at 4 lbs due to faulty fsr (gold). Insulin pump received with cracked reservoir tube lip, cracked case, minors scratched liquid crystal display window, and scratched reservoir tube window.